Event description:
It was reported that the surgeon states that the screwdriver broke during surgery. No pieces fell into the surgical field. Smith and nephew backup was used. There was no delay to the procedure, and there was no injury to the patient.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the hex section of the device fractured off and was not returned. The device exhibits signs of extensive wear/usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.